Manufacturer narrative:
The complaint sample will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the stent tubes. The report states that during a procedure, while the surgeon was inserting the stent tube into a pediatric patient, he noticed the silicone was shedding or flaking in the patient's eye and he removed it. The procedure was successfully completed with another intubation device. There were no fragments left in the patient's eye and no patient complications were reported as resulting from the alleged issue.

Manufacturer narrative:
The complaint sample was visually inspected and the shrink tube on the device was confirmed to have peeled off. The shrink tube is made from polyethylene and heat shrunk unto the tubing and probe to provide additional binding to hold the tubing and probe together. It is not certain what may have led to the shrink tube peeling off. Friction against a sharp object may lead to the shrink tube peeling. A 24-month complaint history review was conducted and no similar complaints were seen. A DHR review was conducted and no anolmalies were identified. This incident is therefore an isolated incident and a definite root cause is unknown. Quest medical will continue to monitor complaints for trend.